Manufacturer narrative:
On 9 july, 1990, dr. Implanted a 25mm mitral st. Jude medical mechanical heart valve (model 25m-101). The patient had a medical history of rheumatic heart disease, and had undergone bypass grafting to the right coronary artery and two mitral valve replacements with porcine valves. Both of these porcine valves developed mitral regurgitation and required replacement. On 3 march, 1997, another dr. Explanted this valve. The patient had recently had hematologic findings of hemolysis. Rn, o.r., the cardiac catheterization laboratory info indicated a "leak" which was causing mitral regurgitation. No info was available as to whether thrombus, pannus, or vegetation was present at explant. Another MFR bioprosthesis was then implanted. The patient's postoperative health status was reported as stable. Rn stated that the surgeon would not be returning the explanted st. Jude mecial mechanical heart valve for evaluation. The valve's device history record was examined to ensure that each mfg and inspection operation was followed by the appropriate signature and date, indicating that the process was performed in accordance with st. Jude medical's specifications. Each operation for the mfg and inspection of this valve and its packaging was followed by the appropriate signature and date. Info reviewed from the valve's device history record indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation remain inconclusive due to the fact st. Jude medical heart valve div. Has not received the explanted valve for evaluation, or additional info, such as the operative report, which may have aided in this investigation. The cause for the paravalvular leak and hemolysis remains unk. However, the valve's device history record indicated it was not due to an intrinsic defect.

Event description:
Cath lab information indicated a "leak" from the center of the valve which was causing regurgitation. No other info is available at this time. The surgeon will not be returning the valve.